Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having medical treatment for her low blood glucose. The customer stated that she may over bolused. Troubleshooting was performed. The caller stated that the reservoir has the same amount of insulin as shown on the status screen. The customer stated that her hcp changed the basal rates and bolus wizard settings during her visit. The caller mentioned that the insulin pump was exposed to a high magnetic field. The customer stated that the day before while talking on the phone she passed out because due to her low blood glucose of 54mg/dl, and her speech was slurred. The customer treated her blood glucose with breakfast and orange juice. The caller mentioned that in the evening her blood glucose was 179mg/dl, but hours later increased. The next day she woke up with 261mg/dl and through the day it dropped. Then she ate a peanut butter and jelly sandwich and her glucose went up to 123mg/dl. No further information was provided.